Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation implantable cardioverter defibrillator exhibited inaccurate battery longevity, which was the same from a year ago; battery issue was suspected. The patient was in stable condition and would be followed remotely.